Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. A review of the manufacturing records indicated the device met pre-release specifications. Evaluation of returned device: the reported failure mode concerning broken/separated device components was confirmed during physical evaluation of the returned items. However, the root cause could not be established with the available information. The distal shaft to dual lumen bond was found to be intact. The bond between the distal tip and distal shaft could not be evaluated as the tip was not returned and the distal shaft appeared to have been cut. Additional information obtained from the field indicated there was an attempt to withdraw the device through the sheath against IFU recommendations. The IFU states damage to the endoprosthesis in addition to premature deployment and catheter separation may result from device withdrawal through the sheath. However, this investigation cannot independently establish whether the observed device damage occurred before or after device withdrawal with the available information that was reported. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6), a patient was undergoing a procedure to treat the iliac artery with the gore® viabahn® endoprosthesis with heparin bioactive surface. During the procedure, the device was placed onto a 0.018 mm guidewire and inserted into the sheath. The physician noted that it appeared as though the device came off the catheter and distal tip came detached. The device, catheter and distal tip were removed from patient. The distal tip was discarded at the facility. The procedure was completed using a different gore® viabahn® endoprosthesis with heparin bioactive surface. The patient tolerated the procedure.